Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "blood clots and head bleeding" which were a "consequence" of the pt's "older" pump. The pump was replaced; all was "going well" for the pt. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.